Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced moisture damage, button error and battery out limit alarm. The customer's blood glucose reading was unknown. The customer stated that the pump fell into the toilet and the screen went off. The customer was not able to clear with the act button. The customer received button error and battery out limit alarm. The insulin pump was returned for analysis.